Manufacturer narrative:
Investigation summary: investigation into this event determined that customer cleaning of the incubator caps did not resolve the biased results. An ocd field engineer followed routine service procedures to clean the incubator rotor and clean the caps. Following service, results were acceptable. The root cause of the event was instrument related.

Event description:
A customer observed biased ammonia results when running control fluids on the vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.